Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they have to have complete dbs surgery to resolve the oor error message, neck pulling back, difficulty walking/breathing, and muscle spasms. It was stated that the neck pulling back and oor error message have been resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A consumer reported the patient programmer displayed an out of regulation (oor) error message. The patient was assisted in clearing the oor by turning the device off and back on, and it never came back. She did not have access to change parameters. In (B)(6) 2015, the patient had an adjustment made by her health care provider (hcp) which ¿threw her neck out of whack, causing the neck to pull back.¿ the patient saw another hcp who tried making an adjustment. The adjustment worked for a day or two, but then reverted back. Since (B)(6) 2015, the patient could hardly walk or breathe and her muscles went into spasms in the afternoon. The patient also mentioned she had botox. The patient¿s hcp had been contacted and a message was left. Additional information received from a consumer reported the cause of the patient¿s neck pulling back was a change in device programming. After implant the patient was fine, but a little adjustment "got it messed up." The neck being pulled back could not be resolved. Additional information received from the patient reported that she got another oor on her left side implantable neurostimulator (ins). This occurred when she was checking the ins status with her programmer on (B)(6) 2016. When she called the hcp¿s office, she was told the oor message she was seeing was a technical issue and had to call the manufacturer. The patient was able to clear the oor message with assistance. However, the manufacturer representative (rep) later reported that the oor message continued to occur on the patient programmer after clearing it. The patient¿s indications for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.